Event description:
N/a.

Manufacturer narrative:
Microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Possible root cause for this issue reported by the customer could be due to incorrect set-up of device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 1226348-2020-00088. It was reported by a physician that after the microsensor (ID 626653 - microsensor ventricular catheter kit) was implanted, it showed that the value wasn¿t reliable after zeroing the sensor in the operating room. After the transportation of the patient to the ICU, the directlink was attached to another monitor, and there was no more icp value available. Sensors were removed. The monitor used was a draeger and the directlink was connected to it. No patient injury or consequences.